Event description:
Customer reported that none of the buttons on the insulin pump's keypad were responding. Customer also reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.